Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service center found that the gap or crack of adhesive on the distal end during a receipt inspection for repair service. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation of omsc the following was confirmed, - there were gap or crack on adhesive of the distal end. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based upon the gap or crack on adhesive of the distal end, there was the possibility that this phenomenon was attributed to the physical damage of the distal end due to the excessive force by the user.